Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the pt suffered pelvic pain, bladder prolapse, stress incontinence, dyspareunia, urinary problems, urge incontinence, infections, bowel problems, and vaginal scarring.